Event description:
A (B)(6) male pt with pre-existing condition of spontaneous pneumothorax, complained of increased dyspnea following insertion of chest tube with heimlich valve. Chest x-ray revealed radiographic features of tension pneumothorax. Heimlich valve orientation was found to be reversed. Reinsertion of heimlich valve in correct orientation resulted in resolution of pneumothorax. It was noted that product design allowed reversal of heimlich valve, resulting in enlarging pneumothorax. Correction of the valve orientation occurred before any permanent pt harm. Additional chest x-rays were needed. No additional info has been provided.

Manufacturer narrative:
A review of complaint history, instructions for use (IFU), and quality control were conducted during the investigation. Per information supplied by the customer, no product will be returned. This product is shipped with an instructions for use, which states "remove the wire guide and catheter obturator attach catheter to connecting tube with stopcock, and cook chest drain valve. Attach cook chest drain valve in direction indicated by arrow on valve. Note chest drain valve may be obviated if catheter is to be connected to a water seal suction apparatus or similar mechanical suction device. Do not connect catheter directly to wall suction." The patient event information states "chest x-ray revealed radiographic features of tension pneumothorax heimlich valve orientation was found to be reversed reinsertion of heimlich valve in correct orientation resulted in resolution of pneumothorax " not following the instructions for use is what led to this failure mode. There is no evidence to suggest that the product was not manufactured to specifications. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). Event is still under investigation.